Manufacturer narrative:
The reported event of high impedances was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-49127. It was reported that the patient's leads were exhibiting high impedances. As a result, the leads were explanted and replaced. Surgical intervention resolved the issue.